Event description:
The surgeon implanted an aq2003v silicone lens but the trailing haptic caught in the cartridge and tore while it was being inserted. The lens was removed and the wound was sutured. The surgical technician stated that it was unknown as to why the haptic tore. An msi-tm injector and an aq2. 8s cartridge were used but the lot numbers were not provided by the facility. This is the second lens that was implanted and tore for this pt.